Event description:
Patient having left carotid endarterectomy for stenosis. The physician noted that there seemed to be a lot of backflow from the left distal internal carotid artery and the balloon was gently inflated, however the bleeding seemed to continue. Careful endarterectomy was performed, the shunts were removed and sutures placed. Then the clamps were removed in sequence and there was a lot of blood coming from the distal part of the internal carotid artery. The physician tried to see where the bleeding was coming from, and where the severe bleeding was. He asked for help suspecting that the balloon of the shunt might cause rupture of the artery. Finally the distal part of the vessel was seen and the site of the rupture was seen, the vessel wall was shredded. The decision was made to ligate the distal part of the internal carotid artery and even this was not simple. The patient was extubated in the or, she could move all extremities and follow commands. The report to me was that the balloon shunt blew, tearing the artery. It was also mentioned to me that they were working with a bad artery.